Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was returned for power error . The power management tool confirmed pump error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with cracked case on the back at the battery tube area and battery tube threads. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed error 25. The customer stated the insulin pump was not exposed to extreme temperatures. The customer's blood glucose was 7 mmol/l. The customer was advised the insulin pump will be replaced. The insulin pump will not be returned for analysis.